Manufacturer narrative:
(B)(4). The customer returned two unused companion samples for evaluation. The samples were visually and functionally tested and the reported condition was not confirmed. The samples passed gravity and pressure testing. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined. However, as a corrective action, operators involved in the assembly process were certified on solvent dispenser use and the solvent dispensing tool was standardized in order to reduce/remove risks of uneven solvent application.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) an issue with one (1) continu-flo set with 3 injection sites that was noted to be leaking. There was no patient involvement, medical intervention or patient injury reported. No additional information is available.